Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of an unspecified hernia, which warrants surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a potential contributory role in the possible exacerbation of the patient¿s hernia. Despite the pdrn¿s statement of disassociation, without radiological evidence to the contrary, it cannot be determined if the hernia has worsened since initiating ccpd for rrt. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It nurse reported that a peritoneal dialysis (pd) patient had a hernia that need to be repaired. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), confirmed the patient has a preexisting hernia (type and date not provided), which requires surgical repair. However, the patient is unwilling to undergo the 6 weeks of incenter hemodialysis (nephrologist ordered) required to allow the abdomen to heal. The pdrn reported the patient is refusing surgical intervention until there is no other option. The patient reportedly performs an additional drain in the morning to expel any residual peritoneal effluent fluid. The patient continues to undergo continuous cycling peritoneal dialysis (ccpd) therapy utilizing the same liberty select cycler. Per the pdrn the hernia has not worsened, however no radiological studies have been performed.